Manufacturer narrative:
The 36-5 biolox v40 head; cat# unknown; lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient has an infection of the right total hip. Patient came in for a I&d of hip.